Event description:
It was reported to tycohealthcare/kendall in 2005 that a customer had a problem with a safeline cable. According to the customer the safeline lifetrace scalepel monitor appears to have malfunctioned giving the hospital staff and inaccurate reading, causing a stat c-section.